Manufacturer narrative:
Evaluation- the device was not provided to assist with the investigation. No information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. There is no information to suggest the device was not manufactured to specifications. If additional information is received, the report will be re-opened for further investigation. We have notified appropriate internal personnel and will continue to monitor for similar events.

Event description:
It is alleged that patient received a cook gunther tulip on (B)(6) 2007 at (B)(6). It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have not been provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that patient received a cook gunther tulip on (B)(6) 2007 and (B)(6) 2007 at (B)(6) medical center, (B)(6) by (B)(6). It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have not been provided. Patient outcome was not provided.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "migration; tilt; device unable to be removed.¿ filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported triple bypass surgery is directly related to the filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Additional information: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available

Event description:
Additional information received identified that: per the (B)(6) 2016, angiogram: "procedure: have an inferior vena cava filter which is tilted and appears very close to the right atrium and may have been protruding into the right atrium, is what we were concerned about, and a surgical intervention may be required for that. Findings: an inferior vena cava filter is incidentally noted, which is tilted and much higher than would be typically seen". Per the (B)(6) 2016, retrieval report (attempted): "operation/procedure: 2. Attempted retrieval of migrated inferior vena cava filter, now filter is lodged in the inferior vena cava right atrial junction. Description of operation/procedure: unfortunately, the head of the filter was tilted so medially. I think that the head of the filter is rather embedded in the tissues around the tricuspid valve annulus. We could not get a snare to hook on the foot of the filter. Conclusion: unsuccessful attempts to remove inferior vena cava filter as detailed above". Per the (B)(6) 2016, computed tomography- enterography: "heart: the cardiac chambers are normal in size with no pericardial effusion. An inferior vena cava filter is incidentally noted at the intrahepatic inferior vena cava extending into the right atrium".

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem. Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(6) 2016 as follows: the plaintiff allegedly received the filter implant via right internal jugular vein on (B)(6) 2007 as a protective measure during mechanical thrombectomy. (Note: the filter was placed superior to another cook filter, which had been placed on (B)(6) 2007. This complaint addresses only the filter placed on (B)(6) 2007.) According to medical records provided by the plaintiff, a post-thrombectomy venogram showed ¿no change in the clot burden and persistence of the free-floating clot.¿ following the thrombectomy, the filter was ¿repositioned and deployed at the suprahepatic ivc in essence jailing the clot between the two filter (again, according to medical records provided by the plaintiff). The plaintiff alleges that this filter later migrated to the edge of the atrium. An unsuccessful retrieval attempt allegedly occurred on (B)(6) 2016. The plaintiff then allegedly underwent triple bypass surgery on (B)(6) 2016; it is not known if this procedure has any relation to the allegedly migrated filter. The plaintiff has not provided medical records for either the alleged unsuccessful removal attempt or the triple bypass surgery. The plaintiff alleges migration, tilt, and device unable to be retrieved.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating " unable to retrieve , migration, tilt, embedment" cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Product category and lot# are unknown, but the tulip filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.